Event description:
It was reported that the patient has expired after implant duration of approximately 1.8 months, due to unknown reasons.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had another valve implanted (model 2900); however, it was determined to be not reportable as it is sold internationally only. Through follow up with the health care provider (via fax), a copy of the operative report was received. Unfortunately, no new information regarding the patient's death or devices were learned. A device history record review is in process.